Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the device stopped aspirating during the procedure. The target treatment site was located through a stent graft in the right popliteal artery. A 2.4m jetstream® xc atherectomy catheter used and is believed to have come in contact with materials or something relating to the stent that created a situation where the device stopped running. The device was removed from the patient and exchanged for another of the same device to complete the procedure successfully. No patient complications were reported. The patient was fine.